Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant: dtba1d1 ICD, implanted (B)(6) 2017.

Event description:
It was reported that the right ventricular (rv) lead was fractured and upon interrogation elevated sensing integrity counter (sic) was noted. The lead also exhibited high impedance and diminished r-waves. The implantable cardioverter defibrillator (ICD) portion of the lead was programmed off and the remainder of the lead is still in use until further guidance is given on how to proceed. No patient complications have been reported as a result of this event.